Event description:
The customer's parent stated that the customer was hospitalized for high bgs. The parent refused to troubleshoot the pump or provide more info pertaining to the hospitalization. It was stated that they had inserted the batteries and then received an error alarm. The customer stated that the cause of the hospitalization was due to error. Assisted the customer with pump programming.